Manufacturer narrative:
(B)(4). No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action.

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.